Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was returned for failure analysis and the reported "carriage strength test failure" was confirmed, but not replicated. The system logs confirmed that the unit was unable to perform the carriage strength test. Visual inspection of the unit did not reveal any signs of contamination or damage related to the reported problem. The unit ran through the patient side cart fixture test platform (pftp) tests, and it passed all tests without triggering an issue. The system logs indicate that there was a "matlabcommanderror" during the carriage strength test. Because of this command error, the test could not be run on this usm; so, the failure was on the field test pc and not within this usm. Based on these findings, fa concluded that the root cause of the reported event was not within the returned unit.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during preventative maintenance, universal surgical manipulator (usm) 2 failed the carriage strength test multiple times. There was no report of patient involvement.